Event description:
The device from a ft050 kit was used during a laparoscopic assisted vaginal hysterectomy. The ez35w would not lock down. The device was finally closed and the surgeon did fire it. The stapler misfired. Another ez35w was opened to complete the case. No buttressing material. There was no consequence to the pt.